Event description:
It was reported that a patient allegedly developed burns/blistering after using the product. The facility's biomed technician functionally checked and passed unit according to specifications.

Manufacturer narrative:
Unit has not yet been received by manufacturer for evaluation. Follow-up will be filed if necessary, based on investigation results. Facility's biomed department inspected unit and found it to be operating within specification.